Manufacturer narrative:
The tcc-ez casting system 3" single application (tcc23002) sample was not returned therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that tcc casting system (tcc23002) would not harden even after setting for an hour, causing a wound on a patient. They tried several techniques along with several patients and unfortunately casts are not hardening.